Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hemothorax and a pericardial window was performed due to the fluid build up. A day later the right ventricular (rv) lead triggered a warning due to low pace/sense impedance and there were two prior lead warnings for similar low pace/sense impedance measurements. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.